Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to over 600 mg/dl with a small level of ketones. The customer administered an insulin injection to address the high bg level. As the customer had changed the supplies on the pump, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The contact indicated that the bg level was lowering.